Manufacturer narrative:
Additional narratives. Per new information received.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, the degeneration exhibited by the bioprosthetic valve in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device remains implanted and cannot be evaluated. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this (B)(6) year old patient with a 2800tfx21mm valve implanted in the pulmonary position underwent a valve-in-valve intervention after an implant duration of approx. 6 years and 6 months due to degeneration leading to stenosis. The patient presented with significant exercise limitation. A 23mm sapien 3 valve was successfully implanted within the edwards surgical valve using a transfemoral vein approach. The patient was discharged. The implant date is known only as "2014". Therefore, (B)(6) 2014 is being used to calculate the minimum implant duration.